Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred due to a kinked forceps pipe or clogged forceps pipe. The event 1 is detectable and preventable by handling device in accordance with the following IFU (instructions for use): evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection_3.6 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope exhibited a stuck channel pipe ("k-pipe"). There were no reports of patient involvement.